Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. It was unknown that the auto mode was active or not. Customer was feeling nauseous or nervous. Customer stated the infusion set were occluded. No further complications were reported. The customer will continue to use the device. Frn-unk-rsvr, unomed inf set